Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient hasn't used the stimulator for the past 2 weeks because they let the battery get too low. The caller stated that they patient has a (B)(6) infection, and other health issues. Additional information from the manufacturing representative stated that troubleshooting was attempted, but the patient arrived at the hospital sick and intubated. It was mentioned that the patient had abscess on their spine, and a severe infection. It was noted that the patient's healthcare provider had concern about infection, but the patient was non-compliant and did not keep any of their appointments to address the issue. The patient's system was explanted. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.